Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple shocks and experienced pain due to shocks while in ICU. The initial reason for being in the hospital was unknown. After reviewing the egms, inappropriate shock due to some lead defect was suspected. Patient was hospitalized. Patient received chest compression and external defibrillations as the patient was decompensating and had no pressure. Patient was in coma after defibrillations. Review of session records by st. Jude medical representative noted that the noise signals were isolated in a short period of time and were of high frequency and sometimes of high amplitude. External interference was suspected and nothing in the electrical measurements suggests lead damage. Some noise on atrial channel was also noted. Additional tests were recommended. Since the patient was in coma, recommended tests could not be performed. Eventually, the patient received heart transplant and whole system was explanted. Patient¿s condition was stable post-surgery.